Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was found during testing that the cassette sensor was defective. There was no patient harm.

Manufacturer narrative:
One device was returned for repair with complaint that it was found during testing that the cassette sensor was defective. No relevant information was found in service history. No error codes found in event log. Visual/functional testing performed. Unable to confirm complaint. Upstream occlusion (upstream occlusion) test passes when crimped, downstream occlusion (dso) test occludes at 19 psi which is within spec. Cassette test passes with no issue. Probable cause of reported problem is unknown device passed all testing criteria.